Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during use, the generator gave an error message came up saying use appropriate fluid; they had been using the appropriate fluid (saline) but could not continue with the procedure. There was no harm or injury reported.